Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 520 mg/dl at time of incident and current blood glucose level was 96 mg/dl. The customer was treated with bolus on the pump. The customer mother with stated that they had high blood glucose and the infusion set is causing the high blood glucose. The customer mother declined to troubleshoot for high blood glucose on customer pump due to knowing the bent cannulas caused high blood glucose. The customer was advised to change the infusion set. The insulin pump will not be returned for analysis.